Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as may 13, 2013 in the initial report. The device manufacture date has been updated as may 3, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the temperature was above specification and the thread of housing was loose and no loctite was available. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due worn out bearings and housing/loctite caused by use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device temperature was above specification and the thread of housing was loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.